Manufacturer narrative:
Follow up call on 9/13/2016, the customer stated that the fill estimate issue has been resolved and the customer is no longer having any issues with the fill estimate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 250 units of insulin and the insulin gauge remained static at 130 units of insulin since the previous day. There was no impact to the customer's blood glucose level due to the reported event. However, customer reported that while the customer was using manual injections during the night, the customer experienced a low blood glucose (bg) level. The customer was unable to provide a bg value. Milk was consumed to treat bg levels, and recommendation was made to consult with health care provider regarding diabetes management. Additionally, the customer confirmed the cartridge, infusion set tubing and infusion site would be changed.